Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose (bg) was high (specific value was not provided). Customer gave a correction bolus via the pump to address the bg level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.